Manufacturer narrative:
The device is available to be returned for evaluation; however, it has not yet been received. D4: only di provided as (lot number/serial number) is unknown. Additional reporter: (B)(6).

Event description:
The event involved a 77" (196 cm) smallbore ext set w/microclave® clear, remv 6-port nanoclave® manifold, check valve, rotating luer where it was reported the device leaked. Blanket was found to be wet; line connections were checked. It was discovered that the port infusing epinephrine was cracked. Infusions were remade and tree was replaced. There was unexpected or prolonged care. There was patient involvement and no adverse event.

Manufacturer narrative:
Received one (1) used. List #am6131, 77" (196 cm) appx 2.8 ml, smallbore ext set w/microclave® clear, remv 6-port nanoclave® manifold, check valve, rotating luer; lot #unknown. A nanoclave was observed to have a crushed spike. The reported complaint of a cracked port could be confirmed. The probable cause is typical due to incompatible dead end cap during use, directions for use (dfu) states: needlefree connectors are compatible with international organization for standardization (iso) male luers having an internal diameter between 0.062 inches (1.58 mm) and 0.110 inches (2.8 mm). A device history review (DHR) lot # review could not be conducted because no lot number(s) was/were identified. D9 - date returned to mfg: 5/13/2025.